Event description:
It was reported via a study that a physician, trained in the use of the prostar device, attempted arteriotomy closure of a common femoral artery after an abdominal aortic aneurysm (aaa) procedure. The prostar device was placed on the contralateral side of the patient. Reportedly, the suture did not fully deploy during suture advancement. Hemostasis was achieved with sutures and manual compression applied for about 10 minutes. The patient did not experience any adverse effect. A femoral angiogram was not taken prior to the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded at the facility. A review of the device history record did not reveal any manufacturing related non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot. Based on the information received and without the product to examine, a definitive cause for the reported experience cannot be determined. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is also tested to verify the functionality of the device.